Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for issues with gel on the instrument probe and oil gel globules in the serum with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, there were no issues observed with the performance and quality of the gel barrier. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, there were some issues observed relating to gel on the instrument probe and oil gel globules in the serum. Additionally, evaluation/testing of the retain samples was conducted and no issues were observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd vacutainer® sst¿ ii advance plus blood collection tubes are leaving gel on customer's sample pipettes. The gel additive on the sample pipettes causes erroneous results.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® sst¿ ii advance plus blood collection tubes are leaving gel on customer's sample pipettes. The gel additive on the sample pipettes causes erroneous results.